Event description:
Caller reported a malfunction on their pump, specifically a malfunction 16 code. There was no adverse impact to the customer's blood glucose level. The customer acknowledged the field correction notice and will receive a replacement pump, which includes the most up-to-date software with further updates available. Technical support provided instructions for returning the faulty pump, including putting it into storage mode and connecting the continuous glucose monitor to the new pump. The customer was instructed to return the original pump within 10 days to avoid charges. Customer will use a backup insulin pump.